Manufacturer narrative:
Approximate age of device - 3 years. The patient remains on lvad support with no further issues reported. Additional information has been requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had been in a loud area and did not hear the system controller alarming, and felt pre-syncopal. While in route to the emergency room, the patient heard the system controller alarming, and connected a new set of batteries to the lvas system, and instantly felt better. The system controller was interrogated at the hospital, and low flow and pump stoppage events were observed. Log file analysis performed by the manufacturer¿s technical services representative. The log file begins with multiple low voltage hazards while the patient was connected to battery power. These continued for ~2.5 hours until the batteries were fully depleted and the pump shut off due to no external power. When the pump was connected to a viable power source, the pump restarted and reached the set speed without further issue. No additional information has been provided.

Manufacturer narrative:
The report of a pump stop was confirmed based on the submitted log file information. The log file dated (B)(6) 2016, contained approximately 7 days of data which captured normal pump parameters until day 845 hour 2 minute 28 when the pump stopped due to a loss of external power. This pump stop caused the system controller''s clock to reset. Power was restored to the pump and it operated as intended for the remainder of the log file. The events captured in the log file appeared consistent with the depletion of the patient's batteries, causing the pump to stop and the system controller''s clock to reset. The patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.